Event description:
It was reported that during a lysis of adhesions procedure, the device activated for a short time and then they received an error five. The device was retorqued and it still gave the error five. The device was retorqued and it still gave the error five. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: 3/19/2010. Evaluation summary: the analysis showed that the device was returned with the ball coagulator broken off and not returned with the device. The remaining blade portion was scratched. Possible causes of damage including breakage, are external contact during rep-op or general use, ball coagulator contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the ball coagulator. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in "lockout" later in the procedure, and continued usage can result in a broken ball coagulator. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.